Event description:
(B)(4). Cramping, sharp/stabbing pelvic pain, hot flashes, painful ovulation (mittelschmerz), night sweats, loss of libido, painful periods (dysmenorrhea), early menopause, urgent/frequent urination, itching, burning, stinging, stabbing of vaginal entrance (vulvodynia), breast pain/tenderness, pain in back, joint, chest, leg, breast, neck, spine, hip, all over body aches/pain, constipation, diarrhea, severe bloating, metallic taste in mouth, heartburn, bowel issues, headaches , dizziness, tingling sensations, numbness, nerve pain, brain fog and cloudiness, forgetfulness, ringing in ears (pulsatile tinnitus,) black out spells/ fainting, diminished brain function (brain fog, confusion, cloudiness, forgetfulness, short term memory loss), nerve pain, tremors/shakiness, dizziness, vitamin d deficiency, unexplained/easily bruising, vitamin b-12 deficiency, weight gain, excessive sweating.